Event description:
It was reported the distal tip of this .018 guidewire detached in the pt during an abdominal abscess drainage procedure. Another unit was used to successfully complete the procedure without any pt complications. Following successful placement of the drainage catheter, an unsuccessful attempt was made to retrieve the detached wire tip with a snare. No further retrieval attempts are planned and the pt's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Co's f/u indicated this procedure was being performed without the guidance of fluoroscopy. It was also indicated a lot of resistance was encountered during this procedure and continued exertion against resistance in the wire tip detaching. Co believes these factors contributed to this event and do not attribute it to the device. However, without evaluating the device co is unable to determine the exact cause for this event. Co's directions for use state: "advancement and/or withdrawal of .018/.038" wires should be smooth and without resistance. Do not use excessive force. If resistance is felt, carefully remove wire(s) and system as a unit."